Event description:
Our imaging department reported that on two separate instances, while attempting to draw up contrast material in the bracco CT (computed tomography) contrast syringe "empower cta fastload cta", the material would not draw up. Staff then noticed a small crack in the syringe. Syringe was not used and it was replaced with proper functioning syringe.